Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and the trigger was not moving smoothly. Therefore, the reported condition that the device "spoiled" was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece device did not move smoothly and was sticky, the device would not hold/secure the battery, and there was component damage. It was further determined that the device failed pretest for check falling out protection (steal ring), check for sticky trigger, and check condition and function of the triggers. It was noted in the service order that the device ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.